Event description:
It was reported that testing at the user facility, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
Device has not yet been returned to stryker for eval. A f/u report will be filed when the device is received at stryker and an investigation is conducted.